Manufacturer narrative:
(B)(4). Pain occured. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2005. Following the procedure, the patient still experienced urinary incontinence. The patient experienced extreme vaginal pain that has inhibited her walking ability. The patient stated she lost her sex drive and is mentally going crazy. The patient went for a follow-up appointment with a urologist and the patient will be having surgery in (B)(4) 2012 to remove the mesh.